Event description:
It was reported by the customer that a pyxis medstation es system had a thermal printer failure and nurses were unable to do accurate scans when dispensing certain medications. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there were multiple documents in the print queue. A technical support specialist reconfigured the printer to resolve this issue. The system functioned as intended after the technical support specialist troubleshot the device.